Manufacturer narrative:
Lvas was disposed of at site, not returning, changed yes to no. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. No log files were provided for review. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted to hospital¿s intensive care unit (ICU) for suspect pump thrombus and hemolysis, ldh in 1000s u/l. The patient was started and remained on angiomax. The pump sounds like it¿s ¿grinding¿ and the patient stated the pump ¿felt different¿. The patient was transferred to another hospital for pump exchange. The patient received a heartmate3 on (B)(6) 2018 and the pump will be returned for analysis. No additional information was provided.